Manufacturer narrative:
The log file of the affected device was provided to the manufacturer for a detailed analysis. The analysis of the provided log file revealed that on (B)(6) 2021 at 8:58 pm the ventilator has performed a warmstart in reaction on a detected timeout of the hardware watchdog. As per logfile the ventilation had continued as set after the successful restart. In the course of the investigation, an unusually long operating time of almost 9 months without switching off the device was identified as the root cause of the warmstart. Such a long time without switching off is highly unusual, as the device has to be switched off and the plug has to be pulled out according to the instructions for accessories assembly / disassembly and reprocessing. As per instruction for use before each use the device must be reprocessed. As a safety feature of the system, a safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart (duration approx. 8 seconds) the emergency-breathing valve would open to ambient allowing for spontaneous breathing and audible alarms would be posted to inform the user about the problem. After the restart the alarm message ¿ventilation unit restarted¿ is posted. The device reacted as specified on a detected a deviation and performed a warmstart with accompanying alarming. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart during use. There was no injury reported.